Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the torque screwdriver stripped. There were no fragments generated. There was no surgical delay reported. The surgery was surgery was successfully completed with another instrument. There was no harm to the patient. This report involves one (1) expedium sfx cross connector system torque driver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 h3, h4, h6: a review of the receiving inspection (ri) for xconnector driver, x20 was conducted identifying that lot number g0408 was released in five (5) batches. Batch1: lot qty of (B)(4) units were released on 30 sep 2008 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 31 may 2008 with no discrepancies. Batch3: lot qty of (B)(4) units were released on 13 may 2008 with no discrepancies. Batch4: lot qty of (B)(4) units were released on 13 may 2008 with no discrepancies. Batch5: lot qty of (B)(4) units were released on 04 may 2008 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the sfx x20 torque driver shaft (product code: 289410300, lot number: g0408) was received at us customer quality (cq). The distal tip of the device was found to be damaged/deformed/worn. The worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.